Event description:
Reporter described event as follows: a paramedic was cleaning out a vehicle. The paramedic went to pick up the sharps disposal container, which was being changed because it was full. He reportedly received a needlestick from a needle/syringe that had protruded through the sharps disposal container.